Event description:
After removing mouth gag following the excision of uvular lesion under general anesthesia, small eschar at comer of patient's mouth was noted. Flying lead bipolar cord had touched that area.